Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error code 242.4030 consistently. There was no patient involvement.

Event description:
It was reported that the device had error code 242.4030 consistently. There was no patient involvement.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of error code 242.4030 was confirmed and replicated during the investigation. ¿ the internal inspection revealed the optocoupler (op!) On the air in line (ail) sensor was found to be broken. ¿ for testing the ail sensor was temporarily replaced, and a preventive maintenance was performed without any alarms or error codes. ¿ a primary infusion was programmed at 100 ml/h with a vtbi of 115 ml, running for 10 minutes, during which the initial error 242.4030 did not reappeared, confirming the device is functioning properly. ¿ a log review for the pump module the event log showed the module was powered on at 11:26 am on 27sep2024 ¿ 2:36 pm: air in line detected, leading to a communications error and unit deselection. ¿ 2:39 pm: channel malfunction alarm triggered, stopping the pump module. ¿ 2:41 pm: a dose was programmed but was not infused before the unit was deselected again. ¿ technical service manual for the alaris pump module model 8100 advises the ail assembly be replaced for error code 242.4030, and that only qualified personnel should open the device. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: replace the ail sensor assembly, the device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported issue error code 242.4030 was identified as a physically damaged air-in-line sensor (ail) assembly, the sensor was found to be broken at the optical sensor (op1) causing the channel error 242-4030, once replaced the suspect device performed within specifications.